Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x12 mm nc trek was inserted to post dilate a coronary stent. 14 atmospheres of pressure was applied with the inflation device, but the nc trek did not inflate. The nc trek was removed from the anatomy and another balloon was used for the procedure. An attempt to inflate the nc trek outside the anatomy was made, but it would still not inflate. The physician feels that the inflation lumen of the nc trek was probably occluded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310]. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial 30-day medical device report, additional information was received that the nc trek was advanced to the mildly calcified and mildly tortuous left circumflex coronary artery. The same inflation device was used successfully with a non-abbott balloon dilatation catheter to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA. Corrective action has been implemented per site operating procedures. The product will continue to be trended.